Event description:
The device was serviced at the facility for a depleted battery by a baxter representative. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.

Manufacturer narrative:
The device was evaluated and the customer's reported condition of depleted battery was confirmed. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.